Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that, following an unrelated procedure where the ipg was not set to surgery mode, the patient's ipg was unable to communicate with external devices. A manufacturer representative met with the patient and confirmed the issue, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place where in the ipg was explanted and replaced addressing the issue. Reportedly, therapy was restored post op.